Manufacturer narrative:
Follow-up #1 date of submission 01/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review shows reboots inducing basal deliveries interruptions for three hours. The total daily insulin deliveries add up correctly and reveal the user's programmed basal rates. The battery cap threads were found to be stripped, the battery compartment was found to be cracked and the cap was unable to hold electrical connection, the reported power damage was duplicated. A test cap was used during investigation , no further reboots occurred. The pump booted up to verify screen normally and run for 24 hours with no power issue. The pump passes a 29 hour flow accuracy test and the unit was found to be delivering within specifications. Moisture corrosion was found inside the pump. Black box review shows unusual time/date reset to default on. The pump was opened and disassembled , the internal battery bt1 was found corroded and not functional. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Unrelated to the complaint, evaluation revealed worn keypad symbols.

Event description:
On (B)(6) 2012, the patient contacted animas alleging the pump was powering off. The patient reported waking up that morning with an elevated blood glucose (bg) of 344 mg/dl. The patient stated she had symptoms of excessive thirst and urination with the high bg. At time of high bg she discovered there was no power to the pump. The patient informed customer support that she took a correction bolus and her bg responded. At the time of the call, the patient reported a bg of 210 mg/dl with no signs or symptoms suggestive of hyperglycemia. At the time of troubleshooting, the patient confirmed there was a crack along the pump's battery compartment. It is not known if the patient was aware of the crack on pump's casing prior to when the pump began to power off. The patient also mentioned the battery cap would not secure to the pump and would just spin. The patient informed customer support that the pump did power back on; however, it would power off intermittently. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.